Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that; pt states that approximately 7 months ago in the spring of 2012, he began experiencing a dull ache in the left hip at the implant site. He also states that he has a significant loss of range of motion in his left hip and leg. The pt states that he can no longer bend over to put on socks and tie his shoe laces. He was able to perform these activities prior to early 2012.